Event description:
It was reported two ri-2 units were used in a case. The hospital reported that the ri-2 appeared to infuse blood very slowly, stating it took "over an hour" to deliver a single unit. This issue was first noted in the ER and continued during the patient's transfer to the or. When asked about the infusion rate settings, they were unable to confirm if it was 10 ml/min or 500 ml/min. The staff also recalled seeing "pressure errors" and "filter errors," but were unable to provide further details. The patient expired due to traumatic injuries. The hospital's biomed team conducted internal testing of the cited ri-2 units and reported no issues.

Manufacturer narrative:
This report is pertaining to the 2nd device involved in the incident. The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for investigation on september 10, 2025. The disposable set involved in this incident was not returned to belmont for evaluation. It was reported that two ri-2 units were used in a case. The hospital reported that the ri-2 appeared to infuse blood very slowly, stating it took "over an hour" to deliver a single unit. Belmont was informed that the patient expired, however, the device likely did not contribute to the death as the patient expired due to traumatic injuries. As per belmont's procedure, a report is being submitted. The cited rapid infuser was evaluated by engineering. The reported issue could not be confirmed after extensive testing and no errors were found. We did notice the device failed pressure transducer verification. We inspected the pressure sensor and did not identify any issue that would contribute to the alarm. Additionally, an image of the central line reportedly used during the case was provided. The central line used was a 7 fr catheter with three lumens (two 16 ga and one 18 ga), which have relatively small diameters and therefore support only limited flow rates. The infusion rate settings at the time of the reported issue were unknown. The cited disposable set was discarded and could not be sent for investigation. The lot number of the disposable set involved was unknown, therefore a thorough investigation into the lot history could not be carried out. All disposable sets are 100% leak tested and visually inspected prior to release. No device malfunction could be verified, and the root cause of the reported issue could not be determined. We performed pressure transducer recalibration. The device history was reviewed for this unit, and no other issues were identified. To ensure that this unit performs according to our specifications before shipping it back, we operated the unit at elevated temperatures for 48 hours and we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. We will continue to monitor this type of incident closely and take further corrective and preventive action if required. Note: a separate report (1219702-2025-00057) was submitted by belmont for the 1st device involved in this incident.